Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep received a voicemail that the ins will be removed on (B)(6). The rep did not know why. Additional information was received from the rep reporting that they talked to the office manager about the ins removal but they did not have any further information. The rep was told that the healthcare professional (hcp) would call them directly if the hcp wanted to but the rep had not heard from the hcp at the time of the report. No device issues were reported. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient's device was removed to day (B)(6). Patient reported that they were allergic to all metals. Patient stated their first ins was explanted and replaced with a gold plated one, which was explanted today because the patient is also allergic to gold. Allergy tests were run. Patient stated he had been receiving very good therapy but wasn't able to keep the device due to his allergy. Patient was unable to communicate with the device due to a suspected overdischarge. Patient stated it had been a few months since he last charged. Reason was unknown.

Manufacturer narrative:
Explant has been added. If information is provided in the future, a supplemental report will be issued.